Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of respiratory tract irritation, kidney disease/toxicity, cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In this report box d: product brand name (rfb), model number (rfb), catalog item identifier (rfb), product UDI (rfb). Box h: problem code grid, remedial action init and recall (z) number has been updated.